Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2021 and suture was used. During the procedure, while sewing, the needle pulled off of the suture. The needle was retained in the tissue. After reporting to the hospital, the bedside x-ray was called immediately for positioning the needle. The doctor was invited to remove the suture on the tissue where it was sewed. The needle was located at the muscular layer. The retained needle was removed. Changed another one to complete the surgery.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/ tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition? Quantity of blood loss? Patient weight? (For pediatric complaints of blood loss). Was medical/ surgical intervention performed?